Event description:
A patient reported a 'lo' blood glucose result i.e. A blood glucose level below 1.1 mmol and a blood glucose result of 13 mmol with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.